Event description:
Caller reported on behalf of her mother (consumer) that the patient end needles bend during injection. She also stated that the pen jams during injection. Consumer does not re-use. Consumer discarded the box so she was not able to provide the product # but stated that she is using nano pro pen needles. Lot #: 4051852, catalog #: unknown, date of event: unknown, samples: discarded.

Manufacturer narrative:
This medwatch is considered both an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.